Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator displayed an error message. After the device diagnostics was cleared the device was re-interrogated, normal device function resumed. The device remained implanted. The patients condition was good.